Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was observed to be cracked at the threads and below the grip pad. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Visual inspection revealed that the keypad cover was intact; however, evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the keypad responsiveness issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, dim/discolored display screen visual, and intermittently responsive keypad buttons. This report is made based on results of investigation completed on (B)(4) 2015.